Event description:
According to the reporter: occurred during a bypass of gastroenterostomy. On the second firing, the status indicator lights were green but the surgeon was unable to fire the powered handle. To complete the procedure, another device was used. No patient injury or e xtension in surgical time. Patient status is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.